Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had "vascular bypass and ablation surgery on both legs¿. It was confirmed the surgery was unrelated to device or therapy. Following the surgery his stimulation ¿aggravated¿ him. It ¿felt like razor slices from my ankle to my groin¿. He stated that it was annoying and he turned off the stimulation and has had stimulation turned off since then. It started beginning of (B)(6), around the (B)(6).